Event description:
Elderly male with abdominal aortic aneurysm. Procedure: abdominal aortic aneurysm repair. The pigtail catheter separated from the end into 2 pieces. Another pigtail used without difficulties. No known harm to patient, minor delay in procedure. Manufacturer response for catheter, intravascular, diagnostic, performa (per site reporter). Will obtain.